Manufacturer narrative:
The device referenced on the customer's complaint was not returned for evaluation and the zimmer surgical trace lot number is not known. Consequently, the reported event cannot be confirmed. Zimmer surgical's manufacturing process for this device specifies 100 percent leak test by the manufacturing operator. Additionally, the inspection/test procedure for this device specifies a leak test and burst test by quality assurance on a sample basis for each manufactured lot. This investigation has discovered no internal systemic concerns or issues with this product family. Without evaluating the actual product, determination of root cause is not possible. A probable cause for a compact leak is a tear or slit in the evacuator due to improper handling of the device.

Event description:
It was reported that there was leakage around the base of the device and blood spilled all over the floor. The staff member associated with this report was wearing gloves at the time of the reported issue. Additional clinical information determined that the issue occurred after surgery and there was no harm to the patient or user. There was no impact to a surgical procedure.